Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had a loose connector nut and was overheating. Reliability engineering evaluated the device and observed that the nut air hose connector was detached from the mount air hose connector. The reported condition was confirmed. It was determined that joint separation was due to a lack of loctite threadlocker adhesion to the threaded connectors, suggesting that the original assembly adhesive had not been properly applied during the manufacturing process. The assignable root cause was determined to be due to misassembly during manufacturing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a loose connector nut, and was overheating. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.